Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed that the ict module was installed up-side down. The fsr resolved the issue by installing the ict module correctly. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. No trend or systemic issue for the ict module and the complaint issue was identified. A search for non-conformances was performed and there were no non-conformances or potential non-conformances identified for the part associated with this ticket. The alinity ci series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant ict results and the removal, replacement and verification of the ict module. Based on the information within the complaint record, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false depressed sodium and potassium when processing a patient sample on the alinity c processing module. On (B)(6) 2020, sid (B)(6) generated sodium of 100 mmol/l and potassium of 2.5 mmol/l. The next day the same sample repeated sodium 140, 140 mmol/l (same and another alinity c instrument) and potassium 3.5, 3.7 mmol/l (same and another alinity c instrument, respectively). The account uses a sodium reference range of 136 to 144, critical </= 120 mmol/l; and potassium reference range of 3.3 to 5.0, critical </=3.0 mmol/l. No patient demographic information was provided. No impact to patient management was reported.